Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal stuck inside the loader device when the surgeon pulled the delivery tube out. A replacement seal was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection showed that the delivery device was not attached to the loader device. The seal was out of the delivery tube, and the tension spring assembly remained inside the tube; however, the seal was not left behind in the loader device. The plunger had been depressed (deployed position). No evidence of blood was seen inside deployment tube. The reported failure could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.